Event description:
It was reported to boston scientific corporation that a resolution clip was being used for hemostasis within the gi tract during a procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the clip failed to release from the delivery catheter. The case was completed with another resolution clip. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip was being used for hemostasis within the gi tract during a procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the clip failed to release from the delivery catheter. The case was completed with another resolution clip. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to release from catheter. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the sheath grip was detached from the over sheath and there was a kink in the control wire. Functionally, the clip assembly was exposed by pulling the over sheath back by hand. The device was then able to be actuated several times and deployed as per design. The event of the clip failed to release from the catheter, could not be confirmed,as the clip assembly was actuated and deployed per design. However, the evaluation further revealed that there was a kink in the control wire. The failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.